Event description:
It was reported that prior to starting a da vinci surgical procedure, the coating on the shaft of the bowel grasper instrument was identified as being chipped. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the main tube exhibited deep scratches approximately 2.89 from the distal end. Some material was found to be lifted, but still attached to the main tube and there was a small area of material missing, measuring approximately 0.29 in length. Failure analysis investigation also found that the main tube was discolored and appeared grey in color. The observed discoloration could be related to improper cleaning. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the deep scratches found on the main tube could likely cause or contribute to an adverse event, if the malfunction were to recur.